Event description:
It was reported that the patient was sitting in the waiting room and when he went to stand up and his hip dislocated, they took him to the or and had a successful reduction.

Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that all documents and images provided as of this date have been reviewed and consider and unless noted do not contribute to the clinical investigation. The impact to this patient has been multiple interventions and surgeries with debility and recovery pain. The clinical information provided, of the ¿osteolytic/metallosis and synovial reaction¿ may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. The root cause of the dislocations cannot be concluded based on the information provided. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.